Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed. As part of the manufacturing process a 100% of the units go through a contamination shield assembly and inspection process. In addition, as part of the introducer packaging process a 100% of the units go through a visual inspection process. With an indwelling introducer, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this case the introducer was being used with a pacing catheter that is typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. No allegation of patient injury was noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use with a patient of this intro-flex introducer and a bipolar pacing swan-ganz catheter ((B)(4)), rhythm disturbances occurred because the stimulation was no longer present, as the position of the catheter had shifted. Therefore, the catheters had to be repositioned several times. There was no malfunction reported against the swan-ganz catheter. Unfortunately, no additional information is available at this time. The customer felt the issue was related to the contamination shield, as its now packaged differently in than in the past. There was no allegation of patient injury. The introducer involved in this case was not available for evaluation since it was discarded at the hospital. Patient demographics were unable to be obtained.